Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads are in process; the results will be forwarded when available.

Event description:
It was reported that the patient with a cardiac resynchronization therapy defibrillator (crt-d) system died approximately three days after implant. The implant itself was unremarkable. An allegation from an attorney states that "following the defibrillator implantation the patient had a spontaneous episode of ventricular tachycardia." The crt-d "went off and shocked" the patient, who called emergency responders. In addition, it was alleged that the crt-d "went off" several times en route to the hospital. Cause of death was requested and never received.